Event description:
It was reported that the patient experienced a pseudoaneurysm. After a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a pseudoaneurysm. An unspecified medical intervention was performed. The patient's current condition was not provided. The device status was not disclosed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.